Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) manufactures the 3t heater-cooler system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. Sorin group rec'd a report that the 3t heater-cooler shut off during a procedure. A sorin group field service technician was sent to the facility to investigate. There was no report of patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group rec'd a report that the 3t heater-cooler shut off during a procedure. There was no report of patient injury.